Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock sensor and upstream occlusion (uso) sensor were found. The latch lock and uso sensors was replaced to fix the issue.

Event description:
The device was returned because it was reported that the pump had latch or lock issue. The results of the investigation found that the device's latch lock sensor was defective. There was no patient involvement.